Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event where a midwest stylus mini handpiece would not hold dental burs. There was no injury in the event.